Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the main lamp did not light up, and the equipment shifted to the spare lamp due to a faulty converter. However, the definitive root cause of the faulty power unit could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii xenon light source fails to switch on. The event occurred during maintenance and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.